Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2024. The following information was received: after investigation, the patient was a male of unknown age. On (B)(6) 2024, the patient underwent radical prostatectomy in hospital. The surgeon used y604h for urethral anastomosis during the surgery. The suture broke during the sewing. The surgeon immediately replaced with a new suture (with specific product information unknown) for sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostate cancer surgery on (B)(6) 2024 and suture was used. It was reported when the doctor used suture to suture and anastomose the urethra during surgery, the suture broke when tightened, resulting in a prolonged anastomosis time and posing a safety hazard to the anastomosis effect. Replace the suture with a new one and continue with surgical suturing, proceeding normally. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 9/3/2024. H6 component code: g07002: device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: how long was the anastomosis delay? Were there any unexpected outcomes or complications as a result of the prolonged time? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.